Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left subclavian artery. A non-bsc balloon was inflated for predilation and a non-bsc stent was implanted. For post dilation a non-bsc 7-20 mm balloon was used then sized up with a 8.0 x 20/135 (4f) sterling mr balloon, the sterling balloon was inflated once to 8 atms and ruptured. The procedure was completed with this device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).